Event description:
Boston scientific received information that a alerts were received for this system due to pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel and low intrinsic amplitudes on the atrial channel. Additionally, lv threshold measurements had increased and farfield oversensing was noted on the atrial and right ventricular (rv) channels. Reprogramming was not able to eliminate the sensing issues. The caller will work with the patient's physician and inform him of the clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.